Event description:
It was reported that the customer's insulin pump had a blank display. It was also reported that the customer received a failed battery test. Customer's blood glucose level at the time 72mg/dl. Troubleshooting occurred. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.